Event description:
Related manufacturer reference number:2017865-2022-01301. It was reported that patient's atrial and right ventricular lead exhibited noise. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received a complete lead was returned in four pieces. Visual examination found one external insulation abrasion breaching the outer insulation exposing the outer coil at 42.5 cm to 43.5 cm from the distal tip. The cause of the reported event was due to the lead-to-can external abrasion. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were found.